Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general product problem could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The patient has previously undergone prostatectomy or radiotherapy. The sample initially resulted as 0.136 ug/l. The sample was repeated on (B)(6) 2018, resulting as < 0.003 ug/l. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 260729. The reagent expiration date was asked for, but not provided. Calibration signals were within expected ranges. Controls tested on the date of the event were ok. Upon review of the alarm trace, no relevant alarms were observed on the date of the event.